Event description:
It was reported that this right ventricular (rv) lead was suspected to have perforated the heart. The lead was experiencing high thresholds measurements and failure to capture. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The placement behavior observed is considered a known inherent risk associated with the use of this lead. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have perforated the heart. The lead was experiencing high thresholds measurements and failure to capture. The lead was explanted. No additional information is available at the moment. No additional adverse patient effects were reported.